Event description:
On 07/16/2025, a sales representative reported via (B)(4) that an ar-9597-20 angled reamer sleeve was cold-welded with an ar-9676 angled reamer and no longer works. This was discovered after the case. There was no adverse effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted strong abrasion marks around the shaft of the angled reamer, drive shaft. The device was chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.